Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Event description:
Asr revision, asr xl - left, reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - recommended, asr xl - left, reason(s) for revision: unknown. Update- added sleeve, amended original surgery date. Taken from claimsuite dated (B)(6) 2012. Update- added revision date taken from claimsuite dated (B)(6) 2013. Update - added reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update received (B)(6) 2014. Kid number added, amended to legal, surgery date amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - recommended. Asr xl - left. Reason(s) for revision: unknown. Update- added sleeve, amended original surgery date. Taken from claimsuite dated 3rd december 2012. Update- added revision date taken from claimsuite dated 29th jan 2013. Update - added reason for revision taken from claimsuite dated 23rd april 2013. Reason(s) for revision: alval / soft tissue reaction. ***update received 5th september 2014. Kid number added, amended to legal, surgery date amended.*** update - amended implant date, added stem and stem sleeve, added all expiry dates. Taken from claimsuite dated 27th april 2015. Surgery date: (B)(6) 2008.